Event description:
Customer's wife reported customer received high readings (hi and 488 mg/dl) from their freestyle freedom meter. Customer's wife reported customer experienced symptoms of dizziness and loss of consciousness. Customer's wife reported customer went to see his doctor who diagnosed customer with severe hypoglycemia and told customer to drink orange juice. Customer's wife also reported customer took insulin but is unk if it was happening before or after the event. Note: a blood glucose reading above 500 mg/dl will give a reading of "hi" in the adc meter.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.